Event description:
A nurse reported a vitrectomy did not cut correctly during a procedure. The case was completed using an alternate probe. There was no harm to the pt.

Manufacturer narrative:
A sample has not been received for eval. Three lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the company's acceptance criteria. The root cause is unk. (B)(4).